Event description:
It was reported impedance values were >4000 ohms when testing the therapy impedance of the deep brain stimulation device. It was recommended to increase the default test values and re-run the test. The patient was no longer at the clinic to perform the additional testing. Further information was denied.